Manufacturer narrative:
The involved esu was returned and inspected/tested (note: the neutral electrode was not made available to erbe for an examination.). The unit was found to be functioning as intended (note: an internal inspection of generator revealed that all of its boards and components were intact.). The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The esu was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident (note: as requested by intuitive, some unrelated service work was performed on the unit after the evaluation.). The reported error code (m-19) was found in the unit's error log. This code typically occurs if the esu is powered "off", and then "on" again abruptly. The erroring it is unrelated to the skin change with blistering that was found under the neutral electrode. Based upon the limited information provided and the circumstances of the reported event, no conclusive determination could be made as to the exact cause(s) of the incident (i.e., the skin change could have been the result of a thermal burn, allergic reaction, etc.). No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a prostatectomy. No information was provided in regards to the accessories used with esu nor the settings employed during the procedure. During the operation, the esu went blank and then came back "on" or was turned back "on". The generator displayed/registered error code m-19. Nevertheless, the unit functioned without any problems and the prostatectomy was completed (note: all ports were recognized, and the esu cauterized properly.). However, a skin change with blistering was found under the neutral electrode. No further details were provided regarding the patient's condition or if any further treatment was provided to address the skin change and blistering.